Event description:
It was reported that there was no flow through the tubing and it was not possible to prime. There was no patient involvement and no patient harm was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. An obstruction was detected on the tube join to the inlet side filter. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause is that the operator applied an excessive amount of solvent in the bonding between the spike and the tube. Qa alert was released and trained on in order to provide the proper method to perform the bonding operation.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.